Event description:
It was reported that the ventilator generated alarms indicating a low o2 concetration during o2 boost. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms indicating a low o2 concentration during o2 boost. The ventilator was investigated by our field service engineer on-site and the o2-cell was determined defective and replaced which solved the issue. No log files have been provided and no parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).